Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The device was investigated in the serive repair shop in (B)(6). The history files were read out and analyzed. The reported infusion therapy on 19th to 20th november could be found and only the stored history log files were investigated. It could be found a normal infusion therapy with some changes of the vtbi. Only one air bubble alarm occurred, but after purging the infusion line the infusion has been performed without any further interruptions. No hint of a flow rate change by the pump could be found. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available and undamaged. A bent pin of the p2 connector could be found. No damages of the housing parts could be found. Further the pole clamp and the power supply of the device were sent in too. On both accessories no damages were found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,32 %. This value is inside the instruction for use predefined performance characteristic of the device. Because of a bent pin of the p2 connector the service plug lost the connection to the device, so that it was not possible to check the mechanical pressure limitation properly. The other tests, like the downstream-sensor or the electronic pressure cut-off were tested and are within our specification. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All values were within our specification. The device was disassembled. No further damages could be found. The p2 connector was exchanged. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." Customer information: infusion cytarabine 4100mg (541ml) as a 1h infusion. After one hour nurse arrived, only 200ml has gone from the bag. The drip rate has checked by two nurses. The pump was tested with nacl 0,9 % at a same drip rate and a deficit of 161 ml remained.